Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with tf5507. The patient was manually ventilated and the ventilator was replaced with another one no harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported could be confirmed. The device alarmed with tf5507. The mixer valve and sensor board were previously replaced; however, the reported issue persisted. Further troubleshooting recommended inspection of the mixer block and the g5 pneumatics block. To date, despite several reminders, the manufacturer has not received any additional information or confirmation regarding the issue if it was resolved. Considering that no patient harm occurred and in the absence of any additional information received, hamilton medical considers this case closed.